Event description:
It was reported that there were non sustained right ventricular episodes (nsrvo). The patient was not reported to be symptomatic. The device was intermittently sensing far p waves leading to nsrvo. No changes were made.